Manufacturer narrative:
Other, other text: additional information received from the customer reporting that the unit failed during routine inspection and not while in use with a patient. One cadd legacy 6400 pump was returned for analysis. The event history log was reviewed indicating that a power down pump, turned off, no disposable, high pressure and upstream occlusion alarm messaged all occurred. Functional testing performed with inability to repeat customers complaint. Based on the evidence, the root cause is unknown as the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical pump was double beeping. There was no reported adverse events.